Event description:
Via-e-mail, this pt claims that they had their lips injected with radiance two weeks prior to notifying bioform medical inc. Of this event. They describe their lips as having nodules. This pt indicated that the nodules could not be massaged out. They also said that their doctor could not excise them in his office and they will have them surgically removed.